Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted possible intermittent atrial and ventricular undersensing on stored electrograms in addition to low p-waves. The atrial and right ventricular leads remain in use. No patient complications have been reported as a result of this event.